Event description:
The customer reported that the touchscreen was not responding. There was no patient involvement when the issue was found. No patient or user harm reported. The customer complained about a broken v60 touchscreen. The field service engineer (fse) arrived onsite and confirmed the issue. It was reported that no error codes were present in the logs. The fse replaced touchscreen and performed all testing prescribed by v60 service manual. The system passes all tests and is ready for service.

Manufacturer narrative:
H10: the removed touchscreen assembly was returned to the failure investigation lab (fi). A visual inspection of the touchscreen revealed evidence of cracked glass. The cracked glass was verified. Touchscreen with cracked or shattered glass cannot be tested since the glass has a resistive coating, which if broken, makes the touchscreen nonfunctional. No further testing is required. Physical damage resulted in the cracked glass on the screen.